Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the patient presented to the hospital coughing up blood. A cta revealed a proximal type 1a endoleak. The cause of the endoleak is unknown; the graft currently looks well positioned at the level of the lsa. The cause of the patient coughing blood may be due to the aneurysm pressing on the airway. It was reported that the patient was successfully treated with a valiant 32x32x150 stent graft, the patient's graft was extended to the lsa and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine. A review of the images from 29 months post-implant showed that the stent grafts were in the approximate same in-vivo configuration as the earlier study. There is contrast seen within the upper taa originating near the 2nd covered spring of the most proximal device. The source/cause of the endoleak could not be determined; this may be a proximal type I or a type iii fabric endoleak. The proximal taa diameter measures approximately 7.6cm maximum, and the distal taa diameter measures approximately 6.5cm maximum. The cause of the reported hemoptysis could not be determined.

Manufacturer narrative:
(B)(4).